Event description:
Codman surgical strip was noted to be defective. Each package contains 10 strips. One of the strips in this particular package that we opened had the blue line only going down a quarter of the strip. The 3/4 x 6" blue line was laying on top of the strip as opposed to embedded within in it, making it easy to remove the strip from the cotton sponge.